Manufacturer narrative:
(B)(4): anvil locking spring scratched; washer indented (device b): serial # = (B)(4); other # = f5v84y (batch #); exp date = 04/28/2014. (Device b): 5/28/2009. (Device b): (B)(4). Device (a) arrived in good visual condition, void of staples and with the breakaway washer uncut and indented. After further analysis, it was noted that the locking springs on the anvil were scratched, indicating that the anvil was not reattached correctly. It should be noted that when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). Device (b), arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure in which the patient had an "anastomosis" for the low colon-rectum, the surgeon fired the first device, but no staples came out; the washer pad was cut. Then the surgeon used the second stapler; the staples were malformed. The surgeon changed to hand sewing to make the fistula to complete the procedure. Now the patient is fine.